Manufacturer narrative:
Continuation of d10: product ID 97740, serial# (B)(6), product type programmer, patient section d information references the main component of the system. Other relevant device(s) are: product ID: 97740, serial/lot #: (B)(6) , UDI#: (B)(4), h3: analysis of the 97740 patient programmer (ptm), serial number (B)(6), revealed complaint unverified. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The reason for call was pt reported issues with their patient programmer (pp). Pt said they had noticed since they got this pp when implanted with current implant in 2017 that the batteries in this pp ran out faster than the batteries in their previous pp. Pt then said starting this year, sometimes the pp didn't seem to act right so they'd have to push buttons 2-3 times. Pt said yesterday the screen came up with implant battery dead screen, but when pt connected with the recharger, they saw the implant battery was 3/4 full and pt could turn stim on/off using the recharger. Pt didn't see any damage to pp during the call. Pt reset pp but the screen wouldn't turn on afterwards. Pt put in new batteries, but got the pp battery empty screen. The issue was not resolved. No symptoms were reported. Additional information was received, it was reported pt called from registered number and mentioned their pt programmer would not connect to the implanted neurostimulator(ins). Pt got poor communication screen a couple of times before the call. Pt said they got a message on their old pt programmer that said the ins was "gone and had to be replaced". During the call, the pt attempted to connect the ins directly to their pt programmer, but got the poor communication screen. Pt could connect with the ins with the recharger and had 3/4 charge in the ins. Pt had all coupling bars. Pt reset the pt programmer and then successfully connected the pt programmer to the ins.  The troubleshooting steps taken on the call resolved the issue.